Manufacturer narrative:
No product was returned for investigation. We are unable to confirm the reported complaint. The investigation will be reopened if the product is returned. A device history review was unable to be performed as the lot number provided by the customer is invalid.

Event description:
The patient's tidal volume showed air leakage, the patient's snoring could be heard, the airbag was ineffective, the distance from the incisor scale did not match the actual, there was slippage, and the air leakage was viewed the patient's tidal volume showed air leakage. Report to the doctor and replace the tracheal tube.